Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a generator change due to eri. Lead had been low over the past year and noise was also noted on the egms. The decision was made to cap and replace the lead during the change out. An insulation anomaly was observed. Patient was stable during and post-procedure.